Event description:
Sent complaint describing povisone iodine leaked for the connection between a femaile connector (blue part) and mini cap after 10 days of use. Sample has been requested. No patient injury was reported.